Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the filter ladder on the collimator was un-stuck. The system was restarted multiple times, system is now operational. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the tube on the system was not aligning. The representative clarified that they were getting a collimator error. The issue occurred while setting up for a procedure.